Event description:
Voluntary medwatch received that states that a patient presented remotely via merlin.net with abnormal battery behavior on their pacemaker (pm). When the patient presented to clinic for pm change, device interrogation revealed inappropriate magnet response. The physician elected explant and replace the pacemaker. The patient condition was unknown.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5106189.